Event description:
Complainant states that they received two treatments. They stated that the first treatment went fine, however, after the second treatment, they began experiencing "electrical sensations" throughout both legs, from feet to upper thighs. Stated that they went to see neurologist who stated that the nerves in legs may have been overstimulated or perhaps burned by this device. Further stated that they have a follow-up appointment with neurologist in 3 months. Also stated that neurologist attempted to get the records from the facility that performed the treatments. However, the complainant further stated that the facility would not provide neurologist any records, and they were very uncooperative. Stated that they do suffer from neuropathy of both legs, and were not referred by neurologist for these treatments, but that they saw an ad in a health magazine, indicating that this treatment would cure neuropathy. They could not provide any specific info regarding the device, except for the name and phone number of the co.